Event description:
Manufacturer's ref #: 269219.

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The expiratory channel pcb (printed circuit board) was replaced as recommended in the service manual but not returned for investigation. The ventilator then passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the technical error code has not been determined, but a defective expiratory channel pcb may be a contributing factor.

Event description:
It was reported that during patient treatment, the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref #: (B)(4).